Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The caller reported that two different vials of test strips were used during the event, however no lot information could be provided. The test strips used during each event are no longer available to be returned.the remaining strips were used; therefore, no product could be requested to be returned for product evaluation. She did advise the test strips used for the (B)(6) 2018 event had an expiration date of (B)(6) 2018.

Event description:
It was reported that the blood glucose device gave lower than expected readings during two hyperglycemic events. On (B)(6) 2018, at around 1:00-1:10 pm the patient received a blood glucose result of 179 mg/dl on his aviva system. The caller advised this result did not match the customer's high blood glucose symptoms. A few hours later the patient received a blood glucose result of 400 mg/dl and experienced symptoms of being lethargic and confused. The patient administered his normal 40 units of lantus. Approximately 45 minutes after taking the lantus, the patient became several confused and lethargic. The wife called the emt's. The emt's arrived within 30 minutes and received a blood glucose result of "hi mg/dl", which she advised was over 500 mg/dl. The emt"s did not provide treatment to the customer, but transported him to the hospital. Approximately 45 minutes to an hour later, the customer received a blood glucose result in the "700's mg/dl" on the hospital's meter. The hospital treated the customer with antibiotics for a urine infection, saline solution for dehydration, and unknown insulin. The patient was hospitalized for 10 days. During a 2nd event, the blood glucose device again gave lower than expected readings the caller reported that the customer was consistently getting normal blood glucose results from 92-112 mg/dl. Based on these lower results the customer had stopped taking his novolog and lantus insulin for several weeks. The caller reported that insulin was last taken on (B)(6) 2018, in the amount of 40 units. On (B)(6) 2018 the customer was not feeling well, and experienced symptoms of being lethargic and confused. The customer had received normal readings of 92-112 mg/dl throughout the morning and afternoon on the day of the event. The caller mentioned that the customer had been experiencing these high blood symptoms for the past 2-3 days. In the late morning/early afternoon of (B)(6) 2018 the wife took the customer to the hospital. At the hospital, they conducted a lab draw and received a blood glucose result of 732 mg/dl at 5:16 pm. Within one hour of this lab dram the customer's aviva system gave a result of 110 mg/dl. The hospital treated the patient with 25 units of unknown regular insulin, and he was given IV fluids throughout the night. The customer was also treated for high sodium. The customer was discharged from the hospital on (B)(6) 2018 at 4:30 pm. The caller reported that two different vials of test strips were used during each of these events, however no lot information could be provided. The test strips used during each of these events are no longer available to be returned. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.